Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the sensor. Customer's blood glucose reading at the time of the incident was not included in the report. Customer reported that upon removal of the sensor they noticed that the cannula and introducer needle was missing/broken. Customer reported that the sensor cannula fractured while in the body and believes it may be still in the body. Product is not expected to return.